Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the problem was caused by worn out clutch parts. The customer's problem was replicated. The clutch parts were replaced to fix the issue.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel reverse error - check clutch/lunger lever. The reporter noted that the error occurred at different locations during the motor drive & occlusion operational test when the override occlusion limit was set to high. There was no patient involvement.